Event description:
It was reported that this right atrial (ra) lead showed high, out of range pacing impedances. The impedances gradually grew and were monitored since last in office interrogation. The lead safety switch (lss) was triggered by the impedance values. Inappropriate anti tachycardia response events were stored after lss due to unipolar sensing and oversensing of noisy signals that appear to be related to myopotential. Various re programming options were discussed and the patient was going to be evaluated. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead showed high, out of range pacing impedances. The impedances gradually grew and were monitored since last in office interrogation. The lead safety switch (lss) was triggered by the impedance values. Inappropriate anti tachycardia response events were stored after lss due to unipolar sensing and oversensing of noisy signals that appear to be related to myopotential. Various re programming options were discussed and the patient was going to be evaluated. Several months later, additional information was received mentioning that when auto threshold tests were programmed on, possible loss of capture (loc) was observed. Programming options for this issue were also recommended. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.